Event description:
A malfunction alarm identified as "malf 9" was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with this process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any further issues.